Manufacturer narrative:
Evaluation - device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusions: device was discarded, unable to follow-up. Ans inc. Corporation has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Corporation defers to the patient's physician regarding medical history.

Event description:
Patient was implanted in 2006 with two leads and an ipg. A few weeks later, one of the lead implant sites became infected. The physician noted the infection was contained only to that one lead site, and he stated he did not feel the infection was device-related. One month later, the physician removed and discarded that lead. Follow-up on the patient found that the infection has resolved.